Manufacturer narrative:
Analysis was normal and the lead dimensions were within specifications. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s left ventricular (lv) lead was malfunctioning. Review of remote transmission revealed the lv lead exhibited loss of capture. Diagnostic imaging prior to the procedure confirmed lead dislodgement. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.